Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced difficulty to attaching her infusion set to the site after it was removed event on (B)(6) 2026. The patient also experienced high blood glucose and had been treated with correction bolus via pump.